Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and non-boston scientific pacemaker was externally defibrillated to convert their atrial fibrillation. A fifty joule shock was unsuccessful, however their was successful conversion with a one-hundred joule shock. Pre-defibrillation, normal pacemaker and rv lead measurements were obtained. After defibrillation, rv noise and loss of capture resulting in asystole greater than two seconds was observed. The "emergency" button was pressed resolving the issue. This likely was the reason for the unipolar pacing and sensing configuration. Later that day, follow up revealed the rv impedance had decreased approximately one-hundred twenty ohms, however was within acceptable labeling guidelines. The device was reprogrammed to ddd pacing configuration and the rv lead polarity was programmed in unipolar pacing mode. Two days later, oversensing was observed. The rv lead was reprogrammed to bipolar and the patient was discharged from the hospital. In bipolar pacing mode, impedance measurements had increased. Further follow up revealed approximately eight months later revealed normal measurements. This lead remains implanted and in service. It was thought this issue was likely due to the unipolar configuration which was set by the emergency pacing. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.